Event description:
During a laparoscopic cholecystectomy, solo co2 insufflator malfunctioned, all pressure numbers went blank. Co2 tank was checked, then changed to another tank. Reset button hit several times, unit turned off, then on again. Visualization was lost on sterile field, got co2 to blow out, but with no pressure numbers. Gall bladder removed, cystic duct clipped x 1, then lost visualization again. Eight days later, patient returned for exploratory lapartomy for repair of leaking cystic ductand appendectomy.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: electrical problem. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.